Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is submitted due to precedence for this device family for the issue of ¿joint breaks between the polyimide tubing and the catheter'. The device was used for metalic stent placement for the malignant stricture of distal and middle bile duct. The delivery system could advance through the strictured site over a wire guide with no problem and the physician deployed the stent with the stent end bridging beyond papilla and into duodenum. The user withdrew the delivery system over the wire guide through the endoscopic channel from the bile duct after completing the stent deployment. However, the distal tip of the delivery system was still shown on the image screen though the delivery system was fully removed from the endoscope. This was when the physician noted that something wrong was happening. A cannula was advanced over the wire guide still remained in the patient, then approximately 10cm segment of the inner sheath of the delivery system was pushed out from the endoscopic channel to the bile duct by the cannula. The cannula was once removed from the endoscope over the wire guide and re-advanced parallely to the wire guide to inject contrast for radiological examinations to finish the procedure. Since the separated segment of the inner sheath was placed over the wire guide, it was removed together with the wire guide by removing the endoscope from the patient. There was no section of the device remained inside the patient and there have been no adverse effects to the patient reported.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is submitted due to precedence for this device family for the issue of ¿joint breaks between the polyimide tubing and the catheter'. The device was used for metalic stent placement for the malignant stricture of distal and middle bile duct. The delivery system could advance through the strictured site over a wire guide with no problem and the physician deployed the stent with the stent end bridging beyond papilla and into duodenum. The user withdrew the delivery system over the wire guide through the endoscopic channel from the bile duct after completing the stent deployment. However, the distal tip of the delivery system was still shown on the image screen though the delivery system was fully removed from the endoscope. This was when the physician noted that something wrong was happening. A cannula was advanced over the wire guide still remained in the patient, then approximately 10cm segment of the inner sheath of the delivery system was pushed out from the endoscopic channel to the bile duct by the cannula. The cannula was once removed from the endoscope over the wire guide and re-advanced paralelly to the wire guide to inject contrast for radiological examinations to finish the procedure. Since the separated segment of the inner sheath was placed over the wire guide, it was removed together with the wire guide by removing the endoscope from the patient. There was no section of the device remained inside the patient and there have been no adverse effects to the patient reported.

Event description:
Report is submitted due to precedence for this device family for the issue of ¿joint breaks between the polyimide tubing and the catheter'. The device was used for metalic stent placement for the malignant stricture of distal and middle bile duct. The delivery system could advance through the strictured site over a wire guide with no problem and the physician deployed the stent with the stent end bridging beyond papilla and into duodenum. The user withdrew the delivery system over the wire guide through the endoscopic channel from the bile duct after completing the stent deployment. However, the distal tip of the delivery system was still shown on the image screen though the delivery system was fully removed from the endoscope. This was when the physician noted that something wrong was happening. A cannula was advanced over the wire guide still remained in the patient, then approximately 10cm segment of the inner sheath of the delivery system was pushed out from the endoscopic channel to the bile duct by the cannula. The cannula was once removed from the endoscope over the wire guide and re-advanced paralelly to the wire guide to inject contrast for radiological examinations to finish the procedure. Since the separated segment of the inner sheath was placed over the wire guide, it was removed together with the wire guide by removing the endoscope from the patient. There was no section of the device remained inside the patient and there have been no adverse effects to the patient reported.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(6). (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The device was used for metalic stent placement for the malignant stricture of distal and middle bile duct. The delivery system could advance through the strictured site over a wire guide with no problem and the physician deployed the stent with the stent end bridging beyond papilla and into duodenum. The user withdrew the delivery system over the wire guide through the endoscopic channel from the bile duct after completing the stent deployment. However, the distal tip of the delivery system was still shown on the image screen though the delivery system was fully removed from the endoscope. This was when the physician noted that something wrong was happening. A cannula was advanced over the wire guide still remained in the patient, then approximately 10cm segment of the inner sheath of the delivery system was pushed out from the endoscopic channel to the bile duct by the cannula. The cannula was once removed from the endoscope over the wire guide and re-advanced parallelly to the wire guide to inject contrast for radiological examinations to finish the procedure. Since the separated segment of the inner sheath was placed over the wire guide, it was removed together with the wire guide by removing the endoscope from the patient. There was no section of the device remained inside the patient and there have been no adverse effects to the patient reported.

Manufacturer narrative:
510(k) number: k121430. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). Device evaluation; the evo-fc-10-11-8-b device of lot number c1452774 was returned to cook ireland and evaluated on the 13-june-2018. The following additional information was also received in the complaint file: 1. What is the reorder number of the wire guide used with this device? Unknown. 2. Had a sphincterotomy been performed prior to this occurrence? Yes. 3. Had dilation of the obstructed area been performed prior to this occurrence? No. 4. What is the endoscope manufacturer and model number that was used? Unknown. 5. Please describe the location in the body where the stent was to be placed. Middle-distal bile duct. 6. Was resistance encountered when advancing the wire guide through the obstructed area? No. 7. Was resistance encountered when advancing the stent and introducer through the obstructed area? No. 8. Was the introducer advanced through the side of a previously placed stent? N/a. 9. Please estimate amount of time the stent was in place prior to this occurrence. N/a. 10. Did any section of the device detach inside the endoscope or patient? No (the separated segment could be removed from the patient.). 11. If not with the device in question, how was the procedure finished? The procedure was completed with the complaint device. On evaluation of the returned device, handle was functioning as intended. The polyimide to the retrieval loop joint was found to be broken within the laboratory evaluation. Note: while lab evaluation notes state ¿possible manufacturing issue, looks like joint broke instead of material¿, it was subsequently found on document review that 100% proof load testing of this joint had been conducted without issue. This indicated that possibly excessive force was used during the procedure, where the joint happened to give way at this location. Based on the image review the facility attempted to remove the deployment device without re-capturing the introduction system. Without recapturing the introduction system, the distal component of the deployment device had an abrupt transition creating a lip that when the deployment device was retracted back into the endoscope, got stuck on the endoscope port. As the distal cone was stuck on the endoscope, this action resulted in the fracture of the deployment system. Fortunately, the fractured portion of the deployment system was still engaged within the endoscope and the entire system was removed without leaving a portion of the deployment system within the patient. This complication would have been avoided if the facility had recaptured the introduction system by pushing the direction button on the handle and reintroducing the outer covering of the stent deployment system to the level of the distal cone. This would have eliminated the abrupt transition and prevented the hang-up of the distal cone on the endoscope while retracting into the system into the endoscope prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1452774 did not reveal any discrepancies that could have contributed to this issue. As per the japanese packaging insert the user is instructed of the following: ¿after deployment, fluoroscopically confirm full stent expansion. While maintaining wire guide position, push direction button on side of delivery handle to opposite side. Squeeze the trigger to completely recapture the introduction system." On review of the information provided, there is evidence to suggest that the user did not follow the packaging insert in relation to the section above. Customer complaint confirmed as user error recapture the introduction system. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.